Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and evaluation. Results: the sample was received with medication and missing the distal luer cap and had a three-way connector in its place. The device was subjected to a pca (bolus) functionality test, and the device delivered a fluid volume less then the specification. Conclusions: there was no malfunction found that would correlate the device with the patient's reported symptoms; however, the md assessing the patient felt possible seizure activity may have been narcotic-related, as patient continued to take narcotics after this incident and was again nauseated and diaphoretic post oral doses.

Event description:
Drug / diluent: ropivacaine 0.2%. Fill volume: 500 ml. Flow rate: 2.0 ml/hr. Procedure: shoulder repair surgery. Cathplace: interscalene. The patient awoke with increased pain, and proceeded to take oral narcotics. He then depressed the bolus button, and 5-10 minutes the patient reported having a seizure on (B)(6) 2011. Event occurred at the patient's home.